Event description:
Patient called the after-hours line last night. The neulasta pod malfunctioned. This is the patient's message: "only about 1/3 of it was dispensed before flashing red light so I called the after-hours number and doctor said remove it. He said I would need injection of the medication to get full dose today."